Manufacturer narrative:
(B)(4). Date sent: 07/25/2016. (B)(4). The analysis found that the pcee60a device was received in good visual condition and with an ecr60b cartridge reload present; it was noted to be partially fired 2/3. Upon further inspection, the reload was noted to have the cartridge deck and one piece sled damage. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify: why was the tissue clamped? Did the device fire? --- no information did the device staple? --- no information was the staple line complete? --- na were the staples malformed? --- na did the device cut? --- no information was the cutline complete? --- na

Event description:
It was reported that during an open stoma closure, an unexpected noise was heard at the second firing on the jejunum. Then, the device was released and it was found that the cartridge was damaged. The cartridge was blue. No pieces fell into the patient. The target tissue was clamped with an alice forceps. Another device was used to complete the case. There were no adverse consequences to the patient.